Manufacturer narrative:
Date of event: migration: first migration (shortly after implant). Second migration (between 2012 and 2016). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was implanted mainly for pain in their pelvis and also had the therapy for frequency and urgency. They stated it helped with the pain which helped them sleep better. The patient also mentioned it helped with the urgency and frequency but some of the pain that was almost gone after implant had started coming back. The pain felt like a ¿pinch¿ and was present prior to implant of the device. The patient turned on the stimulation to program 1 at 4.7 on (B)(6) and had been that program ever since. It was noted they did not always feel the stimulation. The patient then increased the setting to 5.0 volts. In addition, the patient reported they had pain at the ins site and it was right where they sat. They mentioned they also had orthopedic and arthritic problems but because of where the device was, it made it hard to sit. Additional information received on (B)(6) 2017 reported that the ins was removed because it had migrated shortly after implant. They stated it was flipped ¿like at 90 degrees¿ and it was sticking out. The patient noted the device worked at firs but after a while they could not get it to work. The ins was on the left side and they moved the device and leads to the right where it worked some but it ended up doing the same thing (migrated, flipped, stuck out on the right side). The device was ¿visible and it hurt¿. The patient also ended up with a huge incision and they turned it off for a year before they found someone to get it removed. The patient thought the issues were due to the placement of the implant in their buttocks and that a lot of the migration was due to their normal body movements because they exercised and was active. The patient also mentioned they asked them to avoid an extra bone they had between their pelvis and hip because they got injections there but the device was placed where it could not be accessed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight obtained.